Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to infection. (B)(6). Primary asa: p3 - incapacitating systemic disease